Event description:
It was reported that treatment was attempted on an in-stent restenosis in a saphenous vein graft. The guide wire was positioned successfully, but there was difficulty advancing a large diameter stent delivery system (sds) through the lesion. As the guide wire and the sds were withdrawn, the guide wire caught on the stent and separated. The distal piece of the guide wire was successfully retrieved from the pt with a snare device.